Event description:
Pt being treated for venus ulcers lt leg. Wounds progressing but had slowed. On 10/1/96, nurse applied new primary dressing. On return visit on 10/4 wound found with copious amounts of purulent drainage, increased wound size and pain at site. Wound c & s done. Pt's wound care changed to bid, normal saline wet to dry. Md notified. Pt started on per antibiotics. MFR notified of problem. Md saw pt on 10/8/96 for wound debridement. The end result was a diagnosis of possible chemical reaction. Lower leg with peeling, sloughing skin, in addition to the infection.